Event description:
The customer reported, during an ercp procedure with an olympus endoscope, there were three failed boston scientific stent deployments. The surgeon reported there was difficulty pushing the stents out of the endoscope. The patient had a duct anomalie and the surgeon did not have good vision of the first stent going into the duct. A blue area was visualized on the screen but couldn t determine if the stent was deployed. It appeared as though part of the stent may have been blocking the lens view. The first stent deployed, however it fell into the patient and was successfully retrieved. The second stent initially appeared lost but ended up successfully deployed in the duct. At this time, the surgeon removed the scope and the third stent ended up successfully deployed in the duct. The customer reported there may have been some technique issues. There was approximately a one and a half hour surgical delay due to these issues. The intended procedure was not completed. It is unknown how the patient is doing today. The patient had to return another day to have the stents removed by interventional radiology and a new stent implanted. The customer reported there were no specific scope malfunctions except the surgeon reported difficulties pushing the stents out of the scope, ¿like something stuck inside.¿ the customer reported it was unclear if there was an internal channel issue of the scope or if the distal cover contributed to any stent deployment issues. The customer reported the distal cover and endoscope were inspected prior to the procedure and there were no issues identified. The distal cover was not inspected after the procedure for issues.